Manufacturer narrative:
The exact date of the event is unknown. The provided event date, 01apr2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 29apr2022. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. It was reported that the patient had rectal wall infiltration. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Additional information: block b3:date of event, block b5: incident description, block d6a: implant date please note: the original aware date was corrected to (B)(6) 2022. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6), 2022. It was reported that the patient had rectal wall infiltration. There were no patient complications reported as a result of this event. ***additional information received on (B)(6), 2022*** fiducial markers were administered transperineally and the procedure was performed under local anesthesia. It was noted the needle was difficult to position and that 10cc of hydrogel were injected into the rectal wall. The patient was reported to be "unaffected" and received external beam radiation therapy (ebrt).